Event description:
It was reported that balloon deflation failure occurred. A 2.00mm x 15mm emerge balloon catheter was selected to dilate the lesion. After the balloon was inflated to an unspecified pressure, the balloon failed to deflate. The physician inflated the balloon to a high pressure to let it rupture and then removed it from the patient's body. No patient complications were reported and the patient¿s condition is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).